Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "patient is having discomfort ... When lifting ... Arm", and "feelings of tightness".

Event description:
Physician reported right side "patient is having discomfort ... When lifting ... Arm", and "feelings of tightness". Physician further diagnosed "baker grade iii ... Progressing to IV." The device remains implanted.